Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call replace battery. Now alarm on the insulin pump. Customer¿s blood glucose level was 157 m,g/dl. Troubleshooting for the alarm was performed. Customer advised they replaced the battery on the device and the issue remained unresolved. Customer received a power loss alarm and replace battery alarm more than once then the insulin pump shut off. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received wit blank display, problem was isolated to the printed circuit board. Unable to perform selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify operational currents or power loss alarms due to blank display. Unit received with minor scratched display window, case and keypad overlay texture damaged.